Event description:
It was reported via repair work order that the footboard had intermittent function due to bed connector pins needing to be reseated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.